Event description:
It was reported that the customer experienced unspecified difficulties with the wake button on the button, causing the pump to be difficult to turn on and off. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.